Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Bilateral patient. Litigation papers allege the following: on (B)(6), 2009, pt had a pinnacle hip implanted in her right side. On (B)(6), 2010, pt had a pinnacle hip implanted in her left side. Shortly after the (B)(6) 2010 surgery, pt began experiencing pain in her left hip and groin. This pain went on for months and included swelling and deformity of the left hip. Eventually, pt's left hip implant failed which resulted in a pelvic fracture. On (B)(6), 2010, pt underwent a revision surgery to remove and replace metal-on-metal components that had failed.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
**Update** 12/19/2012 - pfs and medical records were received from legal. Part/lot information was identified. Records indicated that the left hip was revised due to acetabulum fracture due to a fall and pain. The acetabulum cup was added to complaint. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Patient name was updated.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.